Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 2.1 needed replacement. The field service engineer (fse) found two control boards for the cubie drawer were unresponsive. After swapping the components, the drawer functioned properly. Additionally, the ground wire assembly inside the rear door of the station was repaired. The station operated normally after the repair. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer not detected on the bus and required to change 2.1 main drawer board. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.